Event description:
It was reported that patient was uncomfortable of the implantable pulse generator (ipg) position and the ipg has moved out of place. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return as it was not release by the facility.